Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath came out of the washing machine broken. Per additional information, it showed a break at one end after being disinfected in the washer. The issue occurred during reprocessing. There were no reports of patient harm.